Event description:
It was reported by patient that she underwent total hip arthroplasty in 2007, in which patient received a durom acetabular cup. Patient states that post op she has been experiencing pain and surgeon has recommended revision, which has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.